Event description:
It was reported that a malfunction alarm occurred due to a detected software error. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and instructed the customer to continue using the pump, advising them to call back if the malfunction recurred. The customer acknowledged and understood the instructions.